Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis and experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/8/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the saline breast implant. During evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted on the anterior aspect measuring approximately 0.4 cm cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. On 8/9/2019 mentor became aware that it erroneously omitted the following information from the supplemental report submitted on 5/24/2019: 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5/9/2019. The patient was caucasian. The implant date was updated to (B)(6) 2010. An explant is planned for (B)(6) 2019. Concomitant products: mentor siltex round moderate profile 225cc saline prosthesis, catalog #3542630, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/13/2019, during evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the anterior aspect measuring approximately 0.4 cm cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/20/2019. The device was explanted on (B)(6) 2019. The left prosthesis was replaced with a 350cc high profile gel implant and the right prosthesis was replaced with a 325cc high profile gel implant. Additionally, mastopexy was performed due to bilateral ptosis. See 1645337-2019-18483 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).